Event description:
There was an allegation of questionable elecsys hcg+ss test system results for 1 patient sample on a cobas e 411 analyzer (disk system).the initial result was 0.100 miu/ml with flag.the customer questioned the result as it did not match the patient's clinical diagnosis, prompting them to repeat the sample.the repeat result was 1232 miu/ml.no questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number is 868696 and the expiration date is 31-oct-2026.the field service engineer (fse) found bubbles in the reagent and observed that the bead mixer speed was too high. The fse adjusted the bead mixer speed.the service maintenance actions performed by the fse resolved the issue.